Event description:
Alleges the head right side rail is not latching. I asked him to clean the latching mech.

Manufacturer narrative:
Made second attempt to contact the customer. Left message for the customer requesting they contact hill-rom once they have had the opportunity to obtain resolution. Tech support completed this call after the second unsuccessful attempt to obtain resolution.